Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a cracked base pump and replaced it. The cse also cleaned the luminometer and the instrument was monitored for one week. The cause of the discordant, falsely elevated tni-ultra result was potential due to the base pump which was cracked. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I ultra (tni-ultra) result was obtained on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting 0.01 ng/ml. The sample was also repeated on an alternate advia centaur instrument resulting 0.00 ng/ml. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00357 on 09-oct-2018. Additional information: (15-oct-2018) a siemens cse found a cracked base pump and replaced it. The cse also cleaned the luminometer and the instrument was monitored for one week. The cse repeated calibration and controls to verify correct operation. Additional information: (23-oct-2018): the cause of the discordant, falsely elevated tni-ultra result was potentially due to the base pump which was cracked. Base dispense can fluctuate and leak into the luminometer if the pump housing is damaged. While it is more likely that this defect would cause signal errors than discordant results, this is also a possible cause of the discordant result. However, there is also the possibility that sample quality was not optimal. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Conclusion code was updated.